Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On 10/02/2025, the patient reported a severe hypoglycemic event. Prior to embarking on a one-hour drive, the patient¿s estimated glucose value (egv) was 107 mg/dl as displayed on the mobile device. No blood glucose (bg) test was performed at that time, and the patient was asymptomatic. Midway through the drive, the patient stopped to use a restroom but did not check the mobile device. He lost consciousness and was found unresponsive on the restroom floor. A bystander called emergency services, and paramedics arrived on scene. Upon evaluation, the patient¿s bg was measured at 20 mg/dl. At that time, he was unable to access his mobile device to verify any alerts. The patient alleged that no low glucose alerts were received prior to the incident. He was treated with intravenous glucose and offered transport to the emergency room, which he declined after regaining consciousness and reporting that he felt fine. Paramedics confirmed his bg had risen to 135 mg/dl before leaving the scene. At the time of the follow-up call, the patient reported feeling well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/19/2025. Data was further reviewed. It was reported that an alert/notification settings issue occurred. App data shows on (B)(6) 2025 at 09:31 am, the patient's estimated glucose value (50 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered the urgent low alert at 40% volume. Signal loss was then experienced for over one hour and after connection was recovered, the patient's estimated glucose value (136 mg/dl) was within range of the set alert thresholds. The probable cause could not be determined. No additional patient or event information is available.